Manufacturer narrative:
This report is submitted on march 08, 2018, (B)(4).

Event description:
Per the clinic, the patient experienced infection at abutment site. Following infection it was found that the patient experienced a loss of osseointegration (date not reported). Re-implantation is planned but has not taken place as of the date of this report.

Manufacturer narrative:
The following report was filed inadvertently and is a duplicate of MFR report #: 6000034-2018-00538.